Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was fractured at 81.3 cm from the connector pin. The insulation was abraded at 81.3 cm to 82.4 cm from the connector pin.

Event description:
It was reported that the left ventricular lead was fractured. The lead was explanted and replaced.